Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their reservoir leaked into the insulin pump reservoir compartment. The patient's blood glucose at the time of incident was 306 mg/dl. During troubleshooting the customer was unable to identify where the leak occurred. The customer was unsure if the leak traveled past the second o-ring. The reservoir was not returned for analysis.